Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018 . The analysis results found that the strap 25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 18 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap inguinal hernia repair on an unknown date and absorbable straps were used. During the procedure, the straps were not sticking. There were no adverse patient consequences reported. No additional information was provided.